Manufacturer narrative:
Continued: e1- facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional reported "axillary adenomegaly" on right side. The device remains implanted.